Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, there was a build up of insulin under the customer's skin. Customer's blood glucose was 240 mg/dl. Reportedly, the infusion set was changed.